Manufacturer narrative:
(B)(4). This device is not sold in the us. The most similar us-sold 510k number has been provided. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the ous affiliate, a codman microsensor gave incorrect readings. A different system was used to replace the microsensor when the readings were noticed. There were no reports of delay or patient harm.